Event description:
We received email form a risk management company notifying us that a consumer had received a burn from one of our vaporizers. The consumer alleges that the product shot water out of it, which caused burns to his back. The extent of his injuries is unk at this time. Kaz has requested that the unit be returned to our company for further investigation.